Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During preparation of the thermogard ivtm console (s/n: (B)(4)) for patient use, it was reported that console displayed a tcmid:05 (coolant diif failure) error message. After the device was powered off and restarted, the issue continued. At an unspecified time after the issue occurred, the patient was reportedly treated conservatively; however, it is not specified with what. Additional information was received on 11/10/2016, indicating that prior to the reported issue, the physician had planned on discontinuing further therapeutic hypothermia treatment due to the patient's failing condition. At an unspecified time later, the patient expired. No further information was provided. The attending healthcare team indicated that the patient's worsened condition was not related to the temperature management therapy.